Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the roller had become corroded and had been disconnected from the motor, and that resulted in the failure to deliver. The pump will be serviced to correct the issue.

Event description:
The initial reporter stated that the pump appeared to be running, but nothing was being delivered. They stated that the roller would not move at all. Mmdg did follow up with the initial reporter to obtain additional information. They stated that there had been no adverse effects to the patient due to the complaint. No other information was provided. [(B)(4)].